Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2021 for a device change out procedure. During examination of lead, it was noted that the right atrial (ra) lead had high capture threshold. The physician capped and replaced the lead on (B)(6)2021. There were no adverse consequences to the patient.